Manufacturer narrative:
The evaluation into this issue is ongoing. A determination for testing of retention material will be made through the complaint investigation. No conclusion can be drawn at this time as the complaint investigation into this reported issue is ongoing. (B)(4).

Manufacturer narrative:
Unable to confirm complaint. User error caused event. The initial cobas ampliprep / cobas taqman hiv-1 test result reported on (B)(6) 2010 by the customer was target not detected (tnd) a new collection on (B)(6) 2010 generated a (B)(6) result of (B)(6). The customer indicated that there may have been a sample mix-up by the doctor's office for this high titer sample. Another new collection analyzed on (B)(6) 2011 generated a result of (B)(6). The customer had indicated that the patient was antibody (B)(6). It is plausible that this patient is infected with a low level (B)(6) concentration, which would explain the tnd and (B)(6) results, but not the result of (B)(6). The customer discarded the samples so they are not available for further investigative testing. No raw data is available to review for the high titer result. The raw data for the result of (B)(6) analyzed on (B)(6) 2011 shows normal growth curves for the sample. Without the corresponding growth curves for the high titer sample, it cannot be determined if a growth curve anomaly could have caused the high titer result. The collection and storage parameters for the alleged discrepant patient sample are unknown, as stated by the customer. It is unknown if improper collection or storage of this sample contributed to the discrepant result. However, it is believed to be unlikely that the off-label use of ppt tubes, alone, could have caused a discrepant result of this magnitude. It cannot be conclusively determined if there was a sample mix-up at the doctor's office that caused the high titer (B)(6) result. Based on the available information, a malfunction could not be identified. No additional data or sample material will be available for further investigation. (B)(4).

Event description:
A customer site in the united states reported that (B)(6) test results were generated with the cobas ampliprep / cobas taqman hiv-1 test. The customer indicated that three test runs were performed with the cobas ampliprep / cobas taqman hiv-1 test and two of the three correlated. Additionally, the customer also indicated that the patient specimen was (B)(6) (the specific test utilized was not provided). The customer indicated that they suspect a sample mix-up at the doctor's office, which would account for the (B)(6) test result. However, this has not been confirmed. The (B)(6) test result was reported. There was no indication of an impact to the patient noted; treatment/patient impact is unknown. The customer also indicated that the patient specimen was collected in an off-label collection tube. As per the product labeling, blood should be collected in sterile tubes using edta (lavender top) as the anticoagulant. The customer, however, is utilizing white top ppt tubes. The customer indicated that they validated the use of both sample collection tubes within their laboratory.